Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('coils poking through her tube and her tube was so swelled up and looked like a stuffed turkey') and genital haemorrhage ('started having heavy bleeding in 2012') in an adult female patient who had essure (batch no. 664666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and fallopian tube enlargement ("tube was so swelled up looked like a stuffed turkey"). The patient was treated with surgery (ablation and hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain and fallopian tube enlargement outcome was unknown. The reporter considered fallopian tube enlargement, fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure. Lot number:664666, manufacturing date: 2009-09, expiration date: 2012-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5103026) on 20-jul-2021. The most recent information was received on 24-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('coils poking through her tube and her tube was so swelled up and looked like a stuffed turkey') and genital haemorrhage ('started having heavy bleeding in 2012') in an adult female patient who had essure (batch no. 664666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ultrasound pelvis normal, CT scan and colonoscopy. On (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and fallopian tube enlargement ("tube was so swelled up looked like a stuffed turkey"). The patient was treated with surgery (ablation and hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain and fallopian tube enlargement outcome was unknown. The reporter considered fallopian tube enlargement, fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: a serious injury (disability) was mentioned but not specified and /or assigned to one of the events. Lot number: 664666, manufacturing date: 2009-09, and expiration date: 2012-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 24-aug-2021: maude case received: reporter and medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('coils poking through her tube and her tube was so swelled up and looked like a stuffed turkey') and genital haemorrhage ('started having heavy bleeding in 2012') in an adult female patient who had essure (batch no. 664666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and fallopian tube enlargement ("tube was so swelled up looked like a stuffed turkey"). The patient was treated with surgery (ablation and hysterectomy). Essure was removed on (B)(6)2021. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain and fallopian tube enlargement outcome was unknown. The reporter considered fallopian tube enlargement, fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.